Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed has a 8100 giving her an error of 210.5020. Sn: (B)(4) failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed attach the 8100 and visually look at the display start up sequence. The 210.5020 error came when it was trying to get a channel ID. I had biomed open the door and reattach the 8100. Unit powered up successfully with no error. Asked her to close the door and then the unit errorred. Recommend to inspect the door harness for damage. If harness does not look damage, then replace display board. Biomed will inspect door harness and ended the call.